Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed and could not be recovered. The unit displayed a ¿device not detected on bus¿ condition. The customer turned off the battery and rebooted the fridge, but the issue persisted with no recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was not detected on bus. A field service engineer (fse) found that the helmer unit was not detected on the bus. The station and helmer were shut down and restarted, and all wired connections were reseated. The customer then recovered and tested fridge access. The system functioned as intended after the field service engineer repaired the device.